Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display anomalies or unexpected power loss alarms were noted. The power connector plugged in and locked in place properly. No time loss anomaly was noted. The insulin pump was received missing the retainer ring and reservoir tube o-ring. The insulin pump was received with minor scratches to the liquid crystal display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump display went blank. The display returned after a battery change but had a power loss alarm. Everything was reset and the insulin pump worked after that. The blood glucose reading was 12.5 mmol/l.